Event description:
Durect received information on preliminary positive results during biological evaluation of the intraear microdose cath. A facsimile was received in 2002 indicating that preliminary positive results were observed in the cytotoxicity test using the iso elution method. The next day friday by phone, and on wednesday by fax, they reported to durect that preliminary positive results were also seen in the iso acute systemic toxicity study when the test article was extracted in a dilute alcohol solution.